Manufacturer narrative:
Patient information, treating physician and device information not available.

Event description:
Patient emailed the manufacturer claiming numbness and weakness in 3 fingers one week after treatment. Manufacturer responded asking for information, including treating physician, but no response from patient. This report is being filed based on the information available.

Manufacturer narrative:
No known device problem. Shooting pains during anesthesia injections are symptoms of nerve injury. Nerve injury during treatment is a potential rare risk of the procedure as indicated in device labeling.

Event description:
Patient e-mailed the manufacturer claiming numbness and weakness in 3 fingers one week after treatment. Described lingering symptoms as "finger can't curve until now" with photo showing right thumb and index finger curved into an "ok sign" with an approximately 2-3 mm gap. Patient reported feeling "very very big shooting pains on right hand" during anesthesia injections. Stated doctor injected (enhanced dose) again and again. In addition, felt right hand lose work while injected (think the doctor inject too much). Reported significant pain in right armpit during treatment, but physician continued the treatment. Physician pressed skin of armpit "to make my skin and aspirator separate during treatment. I think maybe the reason caused my nerve damaged. When I went home I felt my right have no perception. Next day I found the index finger of my right hand couldn't move at all and the middle was 100% numb. The ring finger was 50% numb. The thumb can't curve. I went to the hospital next day and the doctor shooting the steroid." Some improvement noted: "the finger is not very numbness as before (the middle still have 40% numbness) but the thumb and the index still can't curve as other fingers. I lost most power of my index fingers now I can't open the pet bottle cover at all and I can't take the heavy goods." Currently going to rehabilitation clinic 3 times/week. Ncv/emg study findings 05/09/2016: suggests right brachial plexopathy at medial cord, or lesion at right proximal median and ulnar nerves.

Manufacturer narrative:
Treating clinic has been contacted, but would not provide details about this patient or device (it is unknown whether patient returned to clinic after treatment or reported symptoms). Additional details have been requested in an e-mail reply to the patient and will be provided in a follow up report if received.

Event description:
Patient e-mailed the manufacturer claiming numbness and weakness in 3 fingers one week after treatment. Patient responded to request for additional information, providing name of physician and treating clinic and described lingering symptoms as "finger can't curve until now" with attached photo showing right thumb and index finger curved into an "ok sign" with an approximately 2-3 mm gap.

Manufacturer narrative:
Case documented in journal of cosmetic and laser therapy article, "brachial plexus injury after microwave-based treatment for axillary hyperhidrosis and osmidrosis" posted online 06/28/2017. Report source - foreign, literature, consumer, health professional, company representative, and distributor.

Event description:
Update: information received on 09/04/2017, the sensory and motor functions in the patient's fingers had improved more than 90% and patient returned to her nursing job.